Manufacturer narrative:
No report of patient involvement. Unique device identifier -(B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted the internal tubing was crimped. The tubing was trimmed and reattached.

Event description:
The hospital reported suction was not functioning as expected. There was no report of patient involvement.